Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to moisture damage keypad traces. The device also alarmed during the prime test as a result of a protruded/loose drive support disk. The unit was received with cracked display window corners, battery tube threads, and scratched screen.

Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.